Event description:
New information received on 3/20/2014 states that the ventricular lead had exhibited a loss of capture and a low impedance.

Event description:
It was reported that the during a routine device changeout, the right ventricular lead was noted to have an insulation anomaly. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.